Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition. The pacing inhibition did not result in greater than 2 seconds of asystole. The noise was able to be reproduced with isometrics while implanted. A visual inspection of the rv lead was performed and found no insulation damage and no conductor damage via x-ray. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments; a terminal end segment and a tip segment. The total length is 648mm, so some portions of the lead may be missing. Tissue was noted around the proximal of the distal spring where it separated. In addition, tissue with some calcification was observed on many parts of the lead including parts of both coils, some insulation, and the tip. Continuity testing was the only test performed. Measurements throughout this test were within normal limits. An x-ray was performed on the length of the lead with no issues found. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any other abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations as the lead segments passed electrical testing and the only damage that was noted was extraction type damage.